Event description:
The product was used during the removal of a glass eye. The suture broke. The surgeon used another suture to complete the procedure. No pt injury reported.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.